Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, the device was programmed to deliver amiodarone 450mg/450ml, at the rate 60ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed for air in line. At that time, the nurse noted there was no air noted in the tubing. The customer contact reported that over an unspecified length of time, the device alarmed "at least" 8 times for air in line with no air noted in the tubing. The customer contact reported the vtbi (volume to be infused) was reportedly "off" by 30ml due to the delay; however, the expected vtbi was unspecified. The device was removed from clinical use. Therapy was resumed using a replacement device, using the same tubing set. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.